Event description:
A us distributor contacted zoll to report that a patient was developing open sores under her breasts. Additionally, the shoulder strap was rubbing and causing an irritation on her shoulder. There was no alleged device malfunction contributing to the irritation. Patient was suggested to use aloe by a physician but reported that she saw no change. Outcome of the irritations are unknown.